Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-00382 and MFR. Report # 3005099803-2011-00383). It was reported to boston scientific corporation that two microknife xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the needles of both devices broke off inside of the patient. No attempt was made to retrieve the detached needles. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.